Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: prior week, inratio inr: 3.9. Date: (B)(6) 2013, inratio inr: 5.0 and 2.4, laboratory inr: 5.8. The time between each testing was not provided. Nurse reported that she saw a small air bubble in one of the test strip channels. Therapeutic range 2.5 - 3.5 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: it is unknown how much time elapsed between the inratio inr values and the laboratory reference test. The time between tests should be no more than three hours. If the time exceeds three hours, changes in patient's status may contribute to unexpected errors or results. Three hours is considered a reasonable length of time between readings in order for the comparison to be valid. Additionally, the customer observed an air bubble in one of the strip channels. This may have obstructed the capillary action and may lead to unexpected inr results or testing errors. Data provided by the customer a week prior to (B)(6) 2013 was excluded from comparison testing because additional inratio inr values or laboratory reference values were not provided. No further analysis of the customer's data was performed for this reading. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter inr (test 1) = 5.0. Inratio meter inr (test 2) = 2.4. Reference inr = 5.8. Mean = 4.4. Confidence limits = 2.5 - 6.5. The mean of the inratio meter and comparative system inr were calculated. The inratio test 2 value was outside the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 5.0, 2nd inr = 2.4, mean = 3.7, sd = 1.84, %cv = 49.69. Inratio meter results failed the criteria for precision, generating a %cv greater than (B)(4). Further investigation was required. In-house therapeutic donor testing was performed on reported lot number 308059 on (B)(4) 2013. Results were as follows: donor: 217, inratio: 2.8, 3.0, 3.0, reference: 2.36, bias threshold: 1.36 - 3.36, %cv: 3.94. Donor: 200, inratio: 3.5, 3.1, 3.2, reference: 2.97, bias threshold: 1.97 - 3.97, %cv: 6.37. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. One of the data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was expected to be returned; therefore, retain products were used for investigation testing. The retain strip testing results met accuracy and precision criteria. The root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot number 308059, yielding a complaint rate (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4)); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.